Manufacturer narrative:
Thermogard xp ivtm system s/n #(B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4). Visual inspection of the returned console showed that the cover deck xp was cracked. The screw and washer were loose and fell out in the display head. Additionally, the white rollers and cold well drip tray gasket were damaged. Plus the green led (d1) on the printed circuit board pca of air trap was off. The thermogard console is a reusable device and was manufactured on 03/13/2012. Therefore, these type of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. The review of the event log showed fifteen tcmid: 06 ((ce post failure) error messages on the reported event date thus confirming the reported complaint. The console failed the functional testing. Further testing showed that the cooling engine was defective causing the console to display tcmid 6 error message. In addition, the air trap was also replaced. In summary, the reported complaint of thermogard displaying error message tcmid: 06 was confirmed during event log review and functional testing and was attributed to a defective cooling engine. After the cooling engine and damaged parts were replaced, the console passed all functional and electrical testing criteria.

Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during set up the thermogard xp ivtm system (s/n: (B)(4) displayed tcmid:06 (ce post failure) error message . Other methods were used to continue treatment. No other information was provided.